Manufacturer narrative:
Patient information is unknown. It is unknown when metal fragments were generated. Additional procode: hrs. It is unknown if or when device was explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the open reduction internal fixation (orif) was applied to distal humeral fractures on (B)(6) 2018. String-like metal fragments were found when screws were fixed to plates as follows: five screws = 2x va locking screws; 3x va locking screws. Two plates = 1x va-lcp dhp plate, posterolateral: one screw was inserted; 1x va-lcp dhp plate, medial: four screws were inserted. It is unknown which screws were fixed to which plates. It is unknown from where the fragments came. The fragments were removed. The screw was variable angle inserted, and the drill sleeve was secured to the plate. It was confirmed by x-rays that directions of the screw insertions and drill holes matched. Surgery was completed without further incident. There was no adverse consequence to the patient. This report is for a 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 34mm. This is report 6 of 7 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part no.: 04.211.034s, lot no.: l764714 , manufacturing location: selzach , supplier: frueh ag , release to warehouse date: 07.feb.2018 , expiry date: 01.feb.2028 , non-sterile 04.211.034 / h527832 was manufactured in us, monument , item: 04.211.034 , lot: h527832 , mfg qty: (B)(4), mfg date: 14 feb 2017 , mfg location: monument . Product was inspected and passed. There were no ncs or reworks generated during the manufacturing of this lot.. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.